Event description:
Device has been explanted and discarded after surgery.

Manufacturer narrative:
Device evaluation: visual analysis identified red and yellow particle material on the shell and a broken shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "silicone in the axillary lymph nodes".

Event description:
Healthcare professional reported a right side rupture. Additionally, healthcare professional noted ¿concomitant presence of modest amounts of silicone in the axillary lymph nodes¿. Device remains implanted.